Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation found the battery depletion was premature based on the device usage. An anomalous integrated circuit in the hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.